Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were erroneous readings on the flow sensor; reading backflow and generating a backflow alarm. This happened at various points throughout the case. Per the user facility's biomed engineer (biomed), when the perfusionist (ccp) went to reset the unit at the end of the case she got "dashes" (---). The device was not changed out, as the ccp reset the alarm. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(4) 2014: the perfusionist uses a medtronic oxygenator and circuit and she places the flow sensor between the oxygenator outlet and the arterial filter inlet. In this procedure, when the cardiovascular (cv) surgeon requested that arterial blood flow be reduced, the ccp would not reduce the centrifugal pump speed (speed about 2400 rpm), but she would clamp the arterial line of the circuit (between the flow sensor and the arterial filter) or could also be described as distal to the flow sensor. In this case, a few times she clamped to reduce blood flow in the circuit, the backflow alarm occurred. According to the ccp, there was no indication of backflow during these times there was a backflow alarm. When the clamp was removed, the flow measure returned to the previous value. The ccp stated that during cpb, there was no indication the flow measurement was inaccurate, as the flow measurement well represented the pump rpm and other clinical indicators. When cpb was terminated, the arterial line was clamped between the sensor and the pt and the sensor was measuring a flow of (-.070 l/min) and a backflow alarm occurred. The ccp stated there were no open purge lines and the sensor was isolated from any potential turbulence in the arterial line (ie. Not exposed to pulsation from pt's heart beat). The ccp powered down the system-1 and re-booted in order to be prepared to return to cpb, if needed. She selected and opened a perfusion screen and the local display of the centrifugal control module displayed (- - -) instead of the expected (0.00) with the sensor on a fluid filled tube. The pt did not require a return to cpb. The procedure was completed successfully, without delay and no component was changed out during the procedure.